Event description:
It was reported that an additional inappropriate shock was delivered due to continued t-wave oversensing. Boston scientific technical services (ts) discussed programming options. The physician was considering replacing the s-ICD system with a transvenous system. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department following receipt of shock therapy. Review of stored device memory noted inappropriate shock therapy was delivered due to oversensing of p-waves and t-waves. Programming changes were made for optimization based on the patient's low amplitude measurements. Subsequently, the patient received an additional inappropriate shock due to oversensing of noise while using a chainsaw. The patient was instructed to refrain from using a chainsaw. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to continued t-wave oversensing. Boston scientific technical services (ts) discussed programming options. The physician was considering replacing the s-ICD system with a transvenous system. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department following receipt of shock therapy. Review of stored device memory noted inappropriate shock therapy was delivered due to oversensing of p-waves and t-waves. Programming changes were made for optimization based on the patient's low amplitude measurements. Subsequently, the patient received an additional inappropriate shock due to oversensing of noise while using a chainsaw. The patient was instructed to refrain from using a chainsaw. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to continued t-wave oversensing. Boston scientific technical services (ts) discussed programming options. The physician was considering replacing the s-ICD system with a transvenous system. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department following receipt of shock therapy. Review of stored device memory noted inappropriate shock therapy was delivered due to oversensing of p-waves and t-waves. Programming changes were made for optimization based on the patient's low amplitude measurements. Subsequently, the patient received an additional inappropriate shock due to oversensing of noise while using a chainsaw. The patient was instructed to refrain from using a chainsaw. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.